Event description:
A possible mix up between the two products: heparinized saline (arterial line 1000units/500ml ns) manufacturer: braun heparin drip (20,000units/500ml d5w) manufacturer: braun a mix up between these two products could be detrimental to a patient. (B)(6). Submission ID: (B)(4). Circumstances or events have capacity to cause error.